Manufacturer narrative:
Product manufactured but not sold in the u.s. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -8.5/+3.0/091 diopter, into the patient's right eye (od) on (B)(6) 2017. A refractive surprise was noted by the surgeon during the post-op visit, date of (B)(6) 2017.